Manufacturer narrative:
The sample was returned for evaluation and shows there are multiple cuts and slit marks in the area in question which appear to have been caused by the use of a surgical grasper. There are no signs of excessive forces being applied to the inflation tube, the needle loop complex is intact and there was no damage to yellow anchor. No manufacturing anomalies were identified. Based on the event as reported and the sample evaluation the user cut through the inflation tube when reaching for the retrieval loop while positioning the echo ps. The issue that presented is determined to be related to user device interface. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Per the instructions-for-use to activate and inflate the device: 1. Once the ventralight¿ st mesh with echo ps¿ positioning system (the device) is inserted into the abdomen, use a grasper to locate the blue retrieval loop on the inflation tube, ensuring that the blue inflation tube is not wrapped around the mesh and is clearly visible. 2. Pass a suture passer device through healthy skin at the center of the hernia defect (avoid going directly through the umbilicus). Grasp the blue retrieval loop and pull the retrieval loop and inflation tube out of the abdominal cavity. 3. Place an atraumatic clamp or hemostat on the inflation tube at the level of the skin to temporarily hold the device in place. Cut the inflation tube on the dashed line between the retrieval loop and the yellow anchor with surgical scissors to open the tube for inflation. Discard the retrieval loop.

Event description:
As reported, during a laparoscopic hernia repair on (B)(6) 2019 while using a bard ventralight st w/echo ps, the surgeon was grasping the suture (inflation tube) attached to the mesh with a grasper and cut through it. Customer reports the surgeon is an experienced user of the device and in order to compete the case, the surgeon took out the mesh and used another. As reported, there was no injury or impact to the patient and the sample is available to be returned for evaluation.